Manufacturer narrative:
Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. It was found that there was a fault with the positioning sensor unit (psu) hardware. The psu was replaced, thus resolving the issue. The navigation system then passed the system checkout and was found to be fully functional. The psu was returned to medtronic for further evaluation. A check of the event log showed intermittent entries for illuminator current low. The analyst wasn't able to perform an accuracy test (aak) due to the fault light illuminating during analysis. It was determined that there was an electrical failure with the psu. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the positioning sensor unit (psu) could not track instruments. It was noted that the psu could track the medtronic imaging system tracker, however. There was no patient involved with this event.